Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not removed.

Event description:
It was reported to nevro that the patient developed swelling at the incision site. Fluid was drained and the patient has recovered without sequelae. The patient continues to use their device to find effective pain relief.